Event description:
According to the reporter, 30 minutes before the end of dialysis treatment, there was a high tmp (transmembrane pressure) alarm on the competitor's machine (pressure too high in the dialyzer) with an unknown cause. The nurse could see blood clots in the competitor's dialyzer. It had not been an issue before. 5000 units of fragmin/deltaparin were given as part of the units' standard anticoagulation on dialysis. Flushing was done prior to the event and the result was that the line was working and the dialysis worked for most of the session, 3 hours and 30 minutes. No other defects/damages were found in the product. No other products were utilized with the device. The standard cleaning of the dialysis catheter in and out of the unit was done with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and competitor's chloraprep on dressing change days. The hd (hemodialysis) was stopped 30 minutes early, and they managed to return the circuit of blood to the patient. The current and pre-existing conditions of the patient that might be related to the event were the primary renal diagnosis, which was renal artery stenosis problems, covid-19 (coronavirus disease), renal artery stenosis, left renal artery angioplasty and stenting, stage 3 chronic kidney disease (ckd 3), transient ischemic attack (tia), acute kidney injury, chronic obstructive pulmonary disease, and hypertension. The patient started pd (peritoneal dialysis) in (B)(6) 2022 and switched to hd (hemodialysis) in (B)(6) 2023. There was no blood loss. Blood transfusion was not required due to the event. The patient had no dvt (deep vein thrombosis). The patient was fine at the resolution of the event, and went home post dialysis. No issues were noted at the next dialysis session and they managed a full 4 hours. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).